Manufacturer narrative:
The needles were disposed of and were not available for evaluation. Device history record review shows there were no non-conformances associated with this manufacture lot. Review also showed that sample needles were tested showing with 95% confidence that 99% of the manufacture lot would exceed the minimum 24 cycle requirement. A visual and functional evaluation were not done due to product not returning. Where the product was not returned an exact root cause could not be determined. Where the alleged problem indicates repeated use it is possible the needles were used in a manner inconsistent with the instructions for use. Country of event: (B)(6).

Event description:
The doctor had problems with our needles with a rotator cuff supply. The tip of two needles were broken after repeated use. Needles were used repeatedly because the thread almost never came along when he tried to pierce it through the cuff with our rotator cuff pliers. It is unclarified whether the two broken tips of the needles are remaining in the patient. Maybe they were flushed out. The surgeon did not see them anymore and therefore could not recover them. He supplied the roator cuff with 2 peek zip anchors and 2 reelx stt anchors. The thread almost never came along when he tried to string them through the cuff. The needles were unfortunately disposed of and are not available to us. With the third needle they could finish the medical procedure.